Manufacturer narrative:
Sections with additional information as of 27-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 59, 60 and 49mg/dl, and from meter to meter comparison results of 60mg/dl using true metrix meter and 127mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 102-127mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (date/time not set; customer confirmed all were am results): result 1: 59 mg/dl date: 11/22 time: 7:35 pm fasting. Result 2: 60 mg/dl date: 11/21 time: 8:27pm fasting. Result 3: 49 mg/dl date: 9/02 time: 4:15pm fasting. Result 4: 118 mg/dl date :04/12 time: 8:43pm fasting. Result 5: 159 mg/dl date: 04/10 time: 8:17pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 14-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.